Event description:
The affiliate reported that the icp reading was unusually high when the metal skull bolt kit was used. As a result, the device was revised and the reading returned to normal.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor area. Thick residue over sensor area. Severe kink in catheter material 19cm from sensor case. Dried fluid residue on the pcb inside the connector. The device's electrical balance did not meet our internal spec. - the actual reading is off-scale (unable to balance) - the specification is =/< 15mmhg. Mfg. Date: 7/16/2012. Based on the above evaluation, it appears that the device was inadvertently damaged by the customer during use. No further investigation is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Additional information. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The reporting decision has been changed from malfunction to serious injury.

Event description:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The reporting decision has been changed from malfunction to serious injury.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. According to matrix the event is not reportable as preuse testing of sensor as prescribed in IFU detect difficulty; no harm to patient reported.

Event description:
The affiliate reported that dr. Lester lee mentioned that the icp reading was unusually high when the metal skull bolt kit was used (826638). Upon opening another kit, the reading returned to normal. 3/28 1. The device was ever used on the patient? Or did the surgeon attempt to zero the device prior to use. Ans: yes, the surgeon attempted to zero the device prior to use, and upon inserting the device into the patient, the reading read negative icp (-1 or -2 mmhg). 2. Was there a delay greater than 30 minutes as a result? Ans: no, surgeon changed another kit and the reading read about 5mmhg. 3. Is a lot or serial number available? Ans: unfortunately not. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures.